Event description:
It was reported that the user experienced a low blood glucose of 50 mg/dL followed by elevated glucose for approximately two hours after consuming multiple carbohydrates to treat the low, and the user also observed a slight bend in the Contact Detach infusion set cannula (Lot #: 6011884) upon removal during a supply change; the user¿s logs indicated a prior correction contributed to the initial low, and insulin delivery was resumed after the set change. Symptoms included dizziness and shakiness during the low and feeling okay during the high. Outcomes included no need for outside assistance or medical intervention. Investigation included review of user-reported logs, troubleshooting with education on hypoglycemia treatment to reduce overtreatment, scheduling of additional training, and guidance through supply replacement and resumption of insulin delivery. Investigation of this case revealed user overtreatment of hypoglycemia leading to rebound hyperglycemia and a bent infusion set cannula that could have contributed to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was user-related hypoglycemia overtreatment with possible infusion set issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA Form 483 observations to ensure full reporting compliance.